Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the rotor most likely side loading the bearings on the driveshaft assembly due to a poor fit. The primary cause of the failure was the driveshaft assembly, which was serviced along with the rotor and other components as part of preventive maintenance. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported patient or user injury, and the procedure was completed successfully with no complications.